Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net transmissions, the implantable cardioverter-defibrillator was found to be in backup vvi mode. Upon further evaluation in clinic, the backup vvi mode was due to event queue overflow. The device was successfully restored. The patient experienced diaphragmatic stimulation before the restoration but was stable during and after that.